Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. Patient stated while sleeping that she rolled over and the pump moved behind her which caused the device to stop working and go out of range. Patient stated having low blood glucose levels and had a seizure. Patient did not state any medical intervention that was required. No additional patient or event information is available.